Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that at implant, the physician was unable to track the left ventricular (lv) lead over the wire to deliver it to the intended position during the implant procedure. A second lv lead was attempted but it was unable to wire the vessel and track the lead over the wire without the coronary sinus guide backing out. The leads were removed and no lv lead was implanted. No patient complications were reported as a result of this event.